Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultramini meter was powering off during use. It is not known what date/time the alleged issue began. However, the pt claimed that for two days, her blood glucose level was elevated because of the alleged issue. It is not clear if the pt alleged any symptoms of hyperglycemia. On the day of contact, at 6:00 am, the pt received assistance in an emergency room (ER). The pt's blood glucose was tested on an ER/hospital meter and results of "364 and 380 mg/dl" were obtained. The pt was reportedly treated with "fast acting insulin". At 9:00 am that same day, the pt's blood glucose was tested again and a result of "120 mg/dl" was obtained. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what date/time the alleged issue began, and what actions the pt took before going to the ER. In addition, it would have been helpful to know if the pt developed any symptoms because of the alleged issue. The alleged power issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received blood glucose results of over "300 mg/dl" in an ER and was treated with insulin after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.